Event description:
It was reported that the handle and back latch needed to be fixed. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the handle was broken, the tab on the power cord bay door was broken, the hinge plate was scuffed, and the cursor/stylus was out of alignment in some sections of the display overlay. (B)(4): analysis found that the cable was damaged.